Manufacturer narrative:
(B)(6). (B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03955. (B)(4). It was reported that myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2015, patient's clinical assessment identified patient's qualifying condition was an acute st elevation myocardial infarction (stemi). Subsequently, coronary angiography and index procedure were performed. The thrombotic, de novo target lesion was a located in the proximal circumflex (cx) with 100% stenosis. It was 24 mm long and had a reference vessel diameter of 2.5 mm. The lesion was treated with placement of a 2.50x16mm and a 2.50x12mm promus premier¿ stent in an overlapping manner, resulting in 0% residual stenosis with no thrombus noted. One day post procedure, the patient was discharged on aspirin and effient (prasugrel). Nine days post index procedure, the patient presented with complaint of sudden onset of chest pain, shortness of breath, and diaphoresis; and patient was then hospitalized for an acute st-elevation inferior wall mi (stemi). Patient had been taking aspirin but not effient. Electrocardiogram (ECG) revealed acute mi and st elevation and patient's coronary angiography showed 100% in-stent thrombosis in proximal circumflex. It was noted that the total occlusion of left circumflex in-stent thrombosis was due to poor compliance with effient and also due to atherosclerosis. Coronary intervention was then performed emergently, vascular access was obtained via right femoral artery using a modified seldinger technique. The 100% in-stent thrombosis target lesion with a timi grade 0 flow was located in the proximal circumflex. After a 4.0 6f non-bsc guide catheter was engaged and a 014 190cm non-bsc guide wire was crossed the lesion, pre-dilatation was performed with a 2.0x12mm non-bsc balloon catheter, with 2 inflations at 10 atmospheres. Following dilation, mechanical thrombectomy was performed using a 6f non-bsc aspiration catheter, with max duration of 20 seconds, max volume out of 20ml. The physician then treated the lesion with placement of a 2.50x30 mm non-bsc drug eluting stent at 10 atmospheres. Following post dilatation with 3.0x20mm nc apex balloon catheter, with 2 inflations at 12 atmospheres, residual stenosis was 0% with timi 3 flow and normal left ventricular function. Patient was recommended for aggressive medical therapy, adherence to dietary fat restrictions and need to take aspirin and effient. One day post procedure, the patient was discharged from the cardiology services.